Event description:
Caller reported damage to the pump housing and usb port, resulting from the pump being dropped and hitting the ground. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent, as the damaged pump was still under warranty. The customer was advised to use their current pump as a backup and was instructed on how to return the damaged pump. The customer agreed to these steps, including placing the pump into storage mode before returning it and opted for signature-required delivery of the replacement pump.